Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported the insulin pump alarmed with compromised force sensor system and was shooting insulin during priming, after the seat belt in the car pulled the pump from customer's stomach. Customer's blood glucose was 342 mg/dl, which was treated for manually. The insulin pump had not been bumped or dropped prior to the alarm occurring. The drive support cap was sticking. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer did not agree to receive a replacement pump for continuation of therapy, nor to return the device for analysis.